Event description:
Reportable based on product analysis completed on (B)(4) 2012. It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, difficulty advancing occurred. Access was obtained via the right femoral artery. The 90% stenosed lesion was located in the moderately tortuous left superficial femoral artery. When the physician attempted to advance the 4.00 mm/1.5 cm/140 cm small peripheral cutting balloon onto the 0.014 non-bsc guide wire resistance was encountered. The devices were flushed but the cutting balloon device still could not advance on the guide wire. The procedure was completed with a 0.014 175 cm non-bsc guide wire and a different 3x15 mm cutting balloon. No patient complications were reported and the patient's status is good. However, returned product analysis revealed the balloon was torn.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: visual examination of the returned device revealed a longitudinal balloon tear propagating from the distal cone, splitting the entire balloon up to and including the outer lumen proximal to the balloon. A microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon. The inner and outer lumens are split proximal to the balloon, severely damaged and accordioned 8 cm to 10 cm inclusive from the catheter tip. Two midshaft kinks are present 24.5 cm and 25.5 cm from the catheter tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).